Event description:
Patient insisted on getting an asr prosthesis although surgeons did not recommend this device because of patient's weight, revision because of fracture of femoral neck.

Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation the need for corrective action is not indicated.